Manufacturer narrative:
12/29/1997-supplemental report #1 submitted to FDA.

Event description:
During a low anterior resection procedure the instrument did not cut and the anvil disengaged. The surgeon applied another device. No pt injury reported.